Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using care link. Device had minor scratched display window and a pillowing keypad overlay

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital/hospice on (B)(6) 2018. The customer was hospitalized on (B)(6) 2018 for unknown reasons. However, the cause of death was diabetic ketoacidosis and seizures. The caller did not report any other health issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump was last worn on (B)(6) 2018; the customer's doctor recommend that he disconnect from the device due to his severe hyperglycemia. The customer did not wear sensors. The caller declined to return the insulin pump for analysis.